Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not implanted. It was reported that the lead came apart when retracting it from the superior vena cava (svc). Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Two segments of the lead were returned to our post market quality assurance laboratory. A mid-body portion of the lead was not received. Visual inspection noted stretched and deformed conductor coils. There were also cuts in the insulation. The insulation was tore on the proximal end of the lead tip and there were grabbing tool marks. All of the conductor ends had been severed. The damage identified was likely induced during the implant procedure.